Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began in (B)(6) 2018 when she claimed obtaining a reading of 208mg/dl using the subject meter compared to a reading of 49mg/dl using another meter (brand unknown), all readings taken within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes using insulin (self-adjusts) and reportedly administered an increased dose of 10 units of lantus in response to the alleged issue. The patient claimed that she experienced symptoms of ¿sweat and could not walk properly¿ an unspecified amount of time after the alleged issue began and reportedly self-treated by consuming sugary food in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure and an approved sample site was being used. The csr noted that the patient¿s testing technique was incorrect as she had washed her hands without using soap. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.